Event description:
Rptr had augmentation mammoplasty in 1974 or 1976. She has an extremely firm implant on right side and extreme ptosis. Extreme pain in neck and shoulder. Breasts ache all the time. She had headaches and 2 or more blackouts before implants were removed. She still has problems with her joints. Breast implants were removed in 1984. Pt required debridement and skin graft for 6 x 5 cm loss of skin inferior right breast 11/12/84. (*)